Manufacturer narrative:
Device replacement was recommended, but has not been scheduled at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, high out of range impedance measurements and high threshold measurements were observed on the left ventricular (lv) lead. No adverse patient effects were reported.